Event description:
It was reported that the patient was presented in clinic for a routine follow-up. Upon interrogation, the programmer displayed an alert for low lead impedance on the ventricular lead. During impedance and threshold tests, the patient experienced muscle stimulation. The lead remained implanted and the patient would continue to be monitored.